Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that a hemorrhage occurred, requiring additional intervention. The patient underwent prostatectomy, including angina pectoris symptoms, left atrial enlargement, and heart attack. Post-op ekos received using this 106x12cm ekos endovascular device. Bleeding in the surgical area occurred, and the patient underwent another operation, and bleeding was stopped with abdominal towels. There were no further complications.

Manufacturer narrative:
B5: updated with additional information obtained through the good faith efforts process detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Device history records (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches 8035710282, 8035710272 and 8035694612 were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ekos endovascular device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a hemorrhage occurred, requiring additional intervention. The patient underwent prostatectomy, including angina pectoris symptoms, left atrial enlargement, and heart attack. Post-op ekos received using this 106x12cm ekos endovascular device. Bleeding in the surgical area occurred, and the patient underwent another operation, and bleeding was stopped with abdominal towels. There were no further complications. It was further reported that the patient was admitted to the hospital for a prostate removal. After the procedure, a few hours later, the patient reported chest pressure as well as additional symptoms suggestive of a myocardial infarction and pulmonary embolism. A CT scan confirmed a pulmonary embolism. The patient was treated immediately postoperatively with this 106x12cm ekos endovascular device. The ekos therapy was completed after 6 hours. Following the treatment, internal bleeding occurred at the prostatectomy surgical site. The patient underwent a second operation to control the bleeding. Two days after the patient underwent the prostatectomy, no further bleeding was observed; however, the patient again experienced symptoms of angina pectoris. During a cardiac catheterization, it was determined that the patient had also suffered a myocardial infarction and received stents in two coronary arteries. The patient had spent at least five days in the intensive care unit following the events.